Event description:
The customer reported the ventilator had an electrical smell. The unit was in use, and the customer reported there was no pt harm.

Manufacturer narrative:
The respironics service technician verified the customer reported problem. The service technician performed a checkout of the ventilator but was unable to isolate the reason for the problem. The ventilator was returned to the factory for failure analysis. Failure analysis reported the smell was due to a shorted winding in the blower valve causing an overheated trace on the main board.